Event description:
The user visited the audiologist for mapping, as the mother noticed that the child was not responding to sounds. The clinic is waiting to carry out a x-ray.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the audiologist for mapping, as the mother noticed that the child was not responding to sounds. The device was explanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, two channels were extra cochlear, confirmed by x-ray images. Per internal registration information the electrode array was fully inserted. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user visited the audiologist for mapping, as the mother noticed that the child was not responding to sounds. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition, a partial active electrode migration with two channels extra-cochlea has been observed. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.